Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model:sc-2317-50, serial: (B)(4), batch: 5093122.

Event description:
It was reported that the patients lead appeared to have shifted and was no longer working. It was also noted that the patient had contacts out on one of the percutaneous leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned per hospital policy.